Event description:
Icp system failed when static electricity discharge occurred from icp cable to CT technician's hand. Immediately, the icp monitor started to continuously alarm and the screen went blank. Second icp monitor displayed catheter zero error. Failed catheter also required replacement.